Manufacturer narrative:
(B)(4).

Event description:
It was reported that after leaving the procedure room, the physician noted on an x-ray that the left ventricular lead had dislodged. The lead was successfully repositioned. The patient was in good condition after the lead revision procedure.